Event description:
It was reported that the colonovideoscope displayed a scope communication errors (b30 and e315 errors) reported. This was found at preparation before procedure. The facility finished the procedure with a similar replacement device. The intended procedure was an enteroscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5, e2/e3 (no/non-healthcare professional are not applicable to this event), d4 primary unique device identification (UDI) number: blank as this device is not sold or distributed in the u.s., therefore there is no UDI. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that incompatible scope error message (e315) occurred due to water invasion of scope connector and dust at electrical contacts of the connector. The event can be prevented by following the instructions for use which state: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection are shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instructions manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ''troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4 ''returning the endoscope for repair''. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3 ''preparation and inspection'', do not use the endoscope and solve the problem as described in section 5.2, ''troubleshooting guide''. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ''withdrawal of the endoscope with an irregularity''. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a diagnostic enteroscope.